Manufacturer narrative:
The peritonitis occurred on an unspecified date "in this (B)(6)". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced ¿several episodes¿ of peritonitis. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment, action with dianeal therapy and patient outcome were not reported. No additional information is available as the reporter declined to provide any further information.